Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2025 in hungary, the patient received two mitraclips to treat mitral regurgitation. The patient was hospitalized for intervention on (B)(6) 2025 due to decompensated heart failure resulting from recurrent mr grade 4+ and mitral pressure gradient 7mmhg. Both clips were in place but the lateral clip showed movement and tilt. A mitraclip xt was successfully placed lateral of the two pre-exisiting clips, reducing mr to grade 2-3 and pressure gradient to 6mmhg. An additional mitraclip nt was attempted to be placed medial of the pre-existing clips - grasp was successful and reduced mr significantly, but gradient increased to 14mmhg. It was decided to remove this clip. Gradient went back down to 6mmhg. There were no issues with the nt clip. After the successful mitral intervention, it was decided to treat the iatrogenic atrial septal defect still remaining from the original mitraclip procedure. A 9mm amplatzer atrial septal defect (asd) occluder with a 10f trevisio delivery sheath was attempted to be implanted. During deployment the occluder deformed into a cobra shape. The occluder was removed, and the deformation still remained outside the patient. Physician manipulated the occluder and it returned to normal shape. The same occluder was then implanted successfully without any deformation. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because the lot information was not provided. Based on available information, a cause for the reported perforation cannot be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.